Event description:
During a coronary artery drug eluting stenting treatment procedure that a physician experienced withdrawl resistance and that a dissection occurred. The physician was treating a de novo, severly calified, 70% stenosed lesion in the left anterior descending (lad) artery. The lesion was predilated with a 2.5x30mm maverick balloon before placing a 2.5x24mm taxus express2 drug eluting stent. The physician reported experiencing withdrawl resistance that he attributed to the stent sticking to the balloon. As he pulled to remove the delivery balloon, the guide catheter of an unknown brand went into the left main artery (lm) causing a spiral dissection. The physician attempted to treat the dissection by placing a 3.5x16mm taxus stent. Although the patient did stabilize upon placement of this stent, the physician sent the patient into bypass surgery due to the nature of the disease. The patient is currently reported in stable condition. Medications: integrillin